Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that when applying a new site, the adhesive pad of a cleo® 90 infusion set did not fully release from the site applicator. The patient's blood glucose levels were 235mg/dl at the time of the event. The operator was able to apply a second site and resume pump therapy without any issues. No permanent injury was reported.